Event description:
Note: this report pertains to the first of three complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-00912 and 3005099803-2011-00913 for the associated device reports. It was reported to boston scientific corporation that three resolution hemostasis clipping devices were used during a colonoscopy procedure with endoscopic mucosal resection (emr) to treat a resection defect on (B)(6) 2011. According to the complainant, during the procedure, the first resolution clip was advanced down the colonoscope; however, the device would not exit from the end of the scope and into the patient. The clip was removed from the patient and upon examination, it was noticed that the one of the prongs on the clip was bent and the clip assembly appeared to be slightly bent as well. The same issue occurred for a second and third resolution clip used; both devices would not exit from the end of the scope and upon examination outside the patient, it was noticed that the clips were bent. Although hemoclip sheaths are not intended for removal, clinical follow up revealed that all three over sheaths were removed from the devices prior to use the procedure was completed without complications using several resolution clips and the patient was reported to be fine post procedure.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of clip bent. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.